Event description:
The facility reported that the "stop" button does not work. This event occurred during biomedical testing. There was no patient injury or medical intervention associated with this event. This pump contains the colleague 2006 user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.